Event description:
It was reported that the implantable pulse generator (ipg) could not be interrogated prior to use. The implantable pulse generator (ipg) was replaced. There was no patient involvement.